Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-03134. It was reported that the patient¿s therapy strength was decreasing on its own following a fall. Diagnostics revealed high impedances. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were replaced to address the issue. Reportedly, therapy was confirmed post operatively.